Event description:
The user experienced a leak from the line going from the black tank to the analyzer. The water from the leak was into a walkway and the user had placed towels down to soak up the water. No one was harmed. No pt sample erroneous results were generated.

Manufacturer narrative:
The field service rep determined the hose clamp on the tube to inlet water valve was slightly loose and tightened hose clamp. The instrument was then run and no further leaking was observed.